Manufacturer narrative:
It was reported that a backup alarm failure had occurred. A philips authorized service provider (asp) went onsite and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The customer replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. Onsite service is pending.